Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer went to the emergency room and was subsequently admitted to the intensive care unit (ICU) with a blood glucose (bg) level of 424 mg/dl and high life threatening ketones. Customer was treated with intravenous fluids of saline and insulin and was discharged on (B)(6) 2024 with the issue resolved and no permanent damage. Reportedly, the cause for the reported issue was due to the pump battery depleting quickly resulting in the pump shutting down. Reportedly, the customer continued to use the pump for insulin therapy.